Event description:
Related manufacturing reference number: 2017865-2022-04216. Related manufacturing reference number: 2017865-2022-04217. Related manufacturing reference number: 2017865-2022-04222. It was reported that the patient presented with an infection. The implantable cardioverter defibrillator, right ventricular, right atrial, and left ventricular leads were explanted. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturing reference number: 2017865-2022-04216. Related manufacturing reference number: 2017865-2022-04217. Related manufacturing reference number: 2017865-2022-04222. It was reported that the patient presented with an infection. The implantable cardioverter defibrillator, right ventricular, right atrial, and left ventricular leads were explanted. The patient condition was unknown.

Event description:
Additional information received indicates that the infection was bacterial endocarditis. The patient was in stable condition.